Event description:
Device malfunction: none. Symptoms/ae: left eye retinal artery occlusion. Time of symptoms/ae: approximately 26 days post procedure. It was reported that in 2008, approximately 26 days post a left internal/common carotid artery stenting procedure, the patient experienced a blurry spot in the peripheral vision. The patient was evaluated by a retina and vitreous surgeon on four months later, and was diagnosed with a left eye retinal artery occlusion and a cholesterol plaque. There was no reported treatment and the patient will be observed closely for any changes. Although requested, there is no additional information.

Manufacturer narrative:
Study event. The device was not returned to abbott vascular for analysis, and no device malfunction was reported. A review of the finished device lot history record (lhr) did not reveal any exceptions related to this event. Non-stroke neurological events and embolism are known potential adverse events associated with the use of carotid stents as stated in the device instructions for use (IFU).